Event description:
An infusion pump with an 808:07 failure code was observed during biomed testing. The hospital representative stated to baxter customer service they have no record of any patient incident involving the pump since the last baxter service event. Additional contact information was requested but no additional contact was provided.